Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was a cholangiogram performed during the procedure? No. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard?no if so, when? Did anything unexpected happen prior to this incident? Yes first device would not fire. Was the device fired after this incident in or out of the patient? In.

Event description:
It was reported that during laparoscopic cholecystectomy procedure the device was fired for the first clip and it would not fire. They used a second device and fired across the cystic artery and the clips fell off of the artery and were malformed. He then used a third like device and complete the procedure. There was no patient consequence reported. The devices were discarded.